Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Thr customer reported via phone call that he was currently in the emergency room due to a blood glucose level of 60 mg/dl. Customer also reported that he fell. Blood glucose level at the time of the call was 185 mg/dl. Customer was wearing the insulin pump at the time of the incident. Customer declined completing troubleshooting. The insulin pump was not replaced or returned for analysis.